Event description:
The device was placed on 1/17/95. On 11/10/97, the pt had a routine abdomen x-ray and CT scan. It was noted that one of the filter's superior struts had broken off and passed through the ivc into the liver. The segment remains lodged in the liver and the pt is asymptomatic.